Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse checked by connecting trainer to the machine. The unit zeroed successfully and displayed pressure readings on the machine. The fse also checked with real pressure sensor set connected to the machine by connecting the transducer cable and red adapter cable. Zeroing was completed successfully and pressure readings and waveforms could be displayed. It was suspected the issue was related to the pressure sensor set they used at the time of incident. Functional check of the machine passed. The machine was returned to customer for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not zero/calibrate the pressure line successfully. There was no patient involvement, and no adverse event reported.